Event description:
It is reported that pt was revised due to pain. It is also reported that surgeon would like to have the inlay investigated as he thinks there is too much wear.

Manufacturer narrative:
This case was found to be reportable during a review. We apologize the late report. As no lot numbers were provided for the explanted devices, the device history records could not be reviewed. The returned inlay was autoclaved which compromised the part and no clear wear measurement could have been accomplished. However, the wall thickness was measured with a caliper and it showed a slightly increased wear rate compared to the average rate measured in the past. The inlay shows damages coming from the revision surgery. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. (B)(4).